Event description:
It was reported that the system 9900 had locked up twice and that the system presented a blurry image on the left monitor. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the system interconnect lemo connector was not fully engaged. The cable was engaged and instructed users on proper engagement. This was responsible for the system lock ups. When the left and right monitor was switched, the image became clear and acceptable. Recommended that the monitor be replaced. This was declined at the current time. Additionally, there was loose hardware found in the image intensifier housing. The system was tested and found to be working as intended and placed back into service.